Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was positioned, but noted high abnormal impedance measurements and low amplitude measurements. The ra lead was positioned in the ventricle and yielded high impedance measurements. As a result, the ra lead was removed and replaced. No adverse patient effects were reported.